Event description:
Effusion in both knees [joint effusion]. Both knees swollen/left knee worse [joint swelling]. Left knee hurt [arthralgia]. Case description: spontaneous report received on 19-jun-2009 from a female patient (B)(6) who had a relevant medical history of "knee hurt" and previous synvisc therapy sometime in 2004. The patient received the first injection of her most recent course of synvisc therapy in both knees on (B)(6)2008. On (B)(6)2008, her left knee became very swollen and "hurt". She stayed off her feet and elevated her left knee while icing it, which provided her some relief. She planned to consult with her physician regarding the events before receiving her second injection, which was scheduled for (B)(6)2008. As of date receipt of this report, the patient outcome was unknown. Additional information was received from the patient on (B)(6)2009. The patient had a relevant medical history of osteoarthritis of the knee and previous synvisc injections "about 4 years ago". The patient received a total of 2 synvisc injections in both knees in (B)(6)2008. After the second synvisc injection, both knees became swollen, the left knee worse. The physician drained the fluid and gave the patient a cortisone shot in both knees. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.